Manufacturer narrative:
It was reported that the patient was undergoing a routine 6 month follow up x-ray after a right foot metatarsal-phalangeal joint (mtp) arthrodesis and a broken mtp plate was discovered at that time. The mtp plate was originally implanted in the patient on (B)(6) 2017. Reportedly, the surgeon did not feel that the patient's non-union was a result of the broken plate, but was a result of the patient's own biology. On an unknown date, approximately six months after the initial mtp plate placement, the patient underwent an additional procedure to remove the broken plate and place another mtp plate for fusion, without further incident reported. No additional information is available. The customer returned the broken plate for evaluation; however, a root cause could not be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during routine patient follow up the implanted plate was broken.